Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. The device was reprogrammed. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.